Event description:
It is reported that the locking ring was not in the correct position when opened by the surgeon. A different implant was used to finish the surgery.

Manufacturer narrative:
This report will be amended when our investigation is complete.